Event description:
It was reported the catheter was being placed in the patient's left basilic vein in the intensive care unit. When the clinician was peeling the sheath the wing broke off. As a result, they opened an mst kit and used the new sheath to complete the procedure. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through visual examination of a returned product sample. The customer provided a sheath that was broken into two pieces. The sheath was split along the score line on one side of the sheath body and the tab on one side of the partially separated body had broken off. The separated tab was not returned. Microscopic examination of the sheath body revealed that a piece of the sheath was missing in the area of the separated tab. The tear edges of the remaining tab were stretched, jagged and uneven. A small piece of the missing tab remained attached. A review of manufacturing records did not yield any relevant findings. However the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.

Manufacturer narrative:
(B)(4).